Event description:
The facility's contact reported an infusion pump with an overinfusion found during pt use with no pt injury or medical intervention needed. The pump was programmed to infuse 100cc's of potassium chloride (kci) in one hour, and it infused the entire amount in 30 minutes. Reportedly, the kci was set up as a secondary infusion. The contact reported that they are not sure if any incidents have been reported on this pump since the last baxter service event.